Event description:
It was reported that a temperature alarm occurred while the customer was charging the pump. Reportedly, the pump was not exposed tot extreme temperatures. The customer's blood glucose level was 162 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.